Event description:
The article, "management of acute right ventricular failure after high-risk transcatheter tricuspid valve replacement", was reviewed. The article presented a case study of an 82-year-old female patient with a history of atrial fibrillation requiring ablation, sick sinus syndrome with biventricular pacemaker placement, right carotid endarterectomy, heart failure with preserved ejection fraction, moderate pulmonary hypertension, mild right ventricular dysfunction, scleroderma, chronic obstructive pulmonary disease, chronic kidney disease, hypothyroidism, and obstructive sleep apnea. On an unknown date a triclip was selected for implant to treat severe tricuspid regurgitation (tr). During the procedure there was difficulty grasping sufficient leaflet tissue. The clip was deployed on the commissural aspect of the anterior-septal leaflet. However, the tr grade did not lower. The patient continued experiencing debilitating fatigue, anorexia, and new york heart association functional class iii symptoms. On an unknown date the patient underwent tricuspid valve replacement with an evoque. [The primary and corresponding author was barinder hansra, vanderbilt university medical center, 1215 s 21st street, nashville, tennessee 37232, USA, with corresponding e-mail: barinder.hansra@vumc.org.]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: management of acute right ventricular failure after high-risk transcatheter tricuspid valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.